Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the user observed that the harmonic ace instrument tip broke off during removal of the liver parenchyma, and a piece fell inside the patient's body. The entire fallen piece was retrieved. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary observed. No incidence of instrument colliding with any other instruments or other hard material during the surgical procedure observed. The entire fragment was retrieved (using a laparoscopic instrument and no tests required due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade at the base. The broken piece, approximately 0.194" was not returned for evaluation. The complaint was confirmed by failure analysis. A review of the submitted image was performed. The image showed one of instrument tips was damaged and detached.